Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the blue insulation sleeve fell off. The issue happened during use but was under inactive condition and without a patient involved.

Manufacturer narrative:
Evaluation summary: one used e1552 electrode was received, and examination of the sample confirmed the reported issue. Visual inspection found a section of the blue plastic molding had detached from the electrode. During the investigation an additional piece of plastic molding broke off during handling. A full investigation for this issue was performed, but could not determine the root cause of the event. There was no evidence of resterilization or exposure of the device to high heat. If information is provided in the future, a supplemental report will be issued.